Event description:
Nurse thought he was drawing up 2 units of insulin, order read 0.2 ml. Nurse drew up 20 units of insulin. Nurse realizes to always check over everything multiple times and be certain before administering medication. Also knows to always ask preceptor to look over as well. There are concerns/suggestion that look alike/different volume syringes be manufactured in differing colors. The 50 cc and 100 cc syringes from this MFR. Look almost exactly the same. In this event, the rn drew up 20 units (2 units ordered) in a 100 cc syringe (1/5th full) and stated, "it didn't look like a lot." If the 50 cc syringe had been used, it would have been more obvious that a high (wrong) dose (2/5th full) had been drawn up. Recommendation is to use 50 cc syringe for insulin administration.